Event description:
It was reported that during the tibial preparation, the keel punch broke. There was no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - impactor visual examination of the returned product showed both to have signs of repeated use -- nicks and gouges -- and were fractured. For tibia broach impactor not all pieces were returned. The complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause is attributed to standard wear and tear from repeated use for stemmed tibial broach impactor and universal handle respective 14+ and 3+ years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.